Event description:
3 different nurses used plum pump tubing with the same lot number (34030 5h #. ) 5 different pumps were used to rule out that variable. The message on the IV pump was consistently saying "distal occlusion" on the plum pumps. Other plum pump tubing was used with different lot numbers and infused without difficulty. The entire affected lot # has been pulled so that it will be out of use.